Event description:
The patient had been on the ventilator on peep +10. The patient became anxious, cyanotic and 0-2 sats dropped. The patient was suctioned and lavaged with saline, ambu bagged and abg's drawn. O-2 sat improved to 100% and the patient and the patient was put back on the ventilator. O-2 sat dropped again to 83%. Order obtained to fio2 to 70% et peep to 12. Nurse went vto adjust the ventilator and found that peep had been off completely. It is unknown how peep was shut off or when. Adjustments made in the ventilator settings, and the patient stabilizeddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.